Event description:
It was reported that the customer received a low reservoir alarm and was unable to rewind the insulin pump. Assisted customer with successfully rewinding the insulin pump, but the customer stated that he got stuck during the priming process. The customer's blood glucose was unknown. The customer also stated that the down arrow key was not responding. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump esc button did not respond due to moisture damage on keypad traces. The insulin pump was unable to verify low reservoir alarm anomaly due to unresponsive button. The insulin pump received with minor scratches on display window, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.